Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis with cloudy effluent. The hp was treated with cefepime (ip) and oral levaquin. The hp was discharged and was reported to be recovering. The hp had a recurrent case of peritonitis and was hospitalized again and treated with the same antibiotics. The hp was discharged from the hospital and on an unreported date was retrained on proper aseptic technique. The hp was reported to be recovering. Baxter healthcare obtained additional information from the nurse, who stated the hp had a break in aseptic technique (further details not provided).

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.